Event description:
It was reported that three (3) large volume folfusors underinfused. The devices were filled with piperacillin/tazobactam18g plus citrate buffer in 230ml sodium chloride 0.9%. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date: this event occurred during the unspecified date of (B)(6) 2023. The devices were received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from july 06, 2022 to july 07, 2022. H10: three (3) actual samples were received for evaluation containing 72 ml, 212 ml, and 218 ml of fluid in their bladder. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed in all samples, and the flow rate of the devices were found to be within specification. The reported condition was not verified. The devices were determined to be conforming products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.